Event description:
A pt had lost in excess of 4 kg (8.8 lbs) during a dialysis treatment. The machine's pretreatment testing passed prior to initiation of the treatment. After 3 hours of a 4hour treatment the pt became hypotensive, received normal saline and the treatment continued for another 40 minutes. At this time the pt became hypotensive again and the treatment was discontinued. The pt continued to be symptomatic. An add'l 3 liters of normal saline was given to relieve hypotension. The machine was removed from the treatment area for inspection by the facility machine technicians. No machine malfunction was found. A weighing or machine operational error was suspected, but the facility nurse stated that these were not possibilities. The MFR representative also inspected the machine and found the machine to be operating properly. Since this incident, the machine has been used for treatments without any discrepancies noted. Cause of this incident can not be determined.